Event description:
The facility reported an incident of an IV infiltrate to an arm of a patient. The pt was transferred to another hospital and required surgery at the site of the infiltration. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medication involved, or the set up of the pump.